Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2018, service found the unit had no audio.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was not confirmed. However, service found there to be no audio. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.